Manufacturer narrative:
The insulin pump was received with all operating currents within specification. The insulin pump passed the off no power test, self test, alarm, displacement, rewind, basic occlusion and excessive no delivery alarm tests. The insulin pump was unable to prime during the prime test due to a faulty force sensor. Unable to complete the functional testing, including the occlusion test due to the prime anomaly. No other alarms noted.

Event description:
It was reported that the customer was hospitalized with a low blood glucose of 23 mg/dl. The customer was initially experiencing high blood glucose levels. It was stated that she changed the infusion set, and treated, but then experienced low blood glucose levels. Troubleshooting was performed, and no damage to the drive support cap was noted. During the prime test, the insulin pump gave an alarm. The customer stated that the insulin pump had not alarmed during the prime in the past, but it had squirted insulin during the prime. Advised the caller that the insulin pump would be replaced. Nothing further was reported.